Event description:
User experienced discrepant toxo igg results for two patient samples. Repeat testing performed by a different method - no units of measure provided for this method. Patient 2:(female-mother of patient 1), in 2008 initial result gave 30.36 iu/ml; repeat gave 5. A second sample was obtained two weeks later from this patient which initially resulted as 52.63 iu/ml; repeat by different method gave 3. No information provided to determine if initial results were reported, or if any adverse events occured. If additional information is received, appropriate notification will be provided.

Event description:
User experienced discrepant toxo igg results for two patient samples. Repeat testing performed by a different method - no units of measure provided fo this method. Patient 1: in 2008 initial result gave 12.68 iu/ml; repeat gave 1. A second sample was obtained two weeks later from this patient which initially resulted as 52.63 iu/ml; repeat by different method gave 3. No information provided to determine if initial results were reported, or if any adverse events occured. If additional information is received, appropriate notification will be provided.